Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose (bg) on an unknown date was 543 mg/dl with extreme thirst and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's delivery settings were not recently changed. The reporter noted the patient was receiving cortisone injections, which was alleged to be affecting the patient's bg. During troubleshooting, it was reported that the patient incorrectly set the am/pm time setting. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported serious injury was attributed to a reported use error.